Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester's daughter reports discrepant meter result compared to lab. Date: (B)(6) 2010, inratio2: 3.1. Date: (B)(6) 2010, inratio2: 3.8, lab: 5.8 (lab done 4 hrs later). Pt's target therapeutic range is 2.0-3.0. On (B)(6) 2010, pt began bleeding from midline in arm. Pt was taken to the hospital and had a 5.8 inr according to the lab. Pt was admitted to the hospital and rec'd vitamin k.